Manufacturer narrative:
The reported event of unspecified fitting issue was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the ventricular setscrew contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. The setscrew anomaly is consistent with having occurred during the procedure.

Event description:
During a routine device replacement procedure, the hex wrench was unable to fit into the set screw. A new device was used to resolve the event. The patient was stable.